Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her mother) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to the patient¿s feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to recall when the alleged issue first began. The reporter claimed the meter was displaying a reading of ¿400+ mg/dl¿. The reporter stated the patient uses insulin to manage her diabetes. The reporter stated the patient took an increased dose of insulin in response to the reading causing her blood glucose to drop. The reporter stated the patient developed symptoms of feeling ¿weak, sweaty and light headed.¿ the reporter was unable to state if the patient received any additional treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the reporter not having any control solution at the time of the call. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported as an adverse event because the reporter claims due to the meter issue the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.